Manufacturer narrative:
A2: age at time of event - 18 years or older. Device eval by manufacturer: the rotapro console serial number (B)(6) was returned. The console was returned in overall good physical condition. The unit passed all incoming functional tests. Unable to replicate the fault condition. The rotapro passed calibration and full functional final testing.

Event description:
It was reported that rotation speed was unstable. A 1.25mm rotapro and rotapro console were selected for use in a percutaneous coronary intervention of the right coronary artery. The 95% stenosed target lesion was highly calcified and located in highly tortuous anatomy. The procedure began with a 1.25mm rotapro, but prior to inserting the device into the body, the speed was erratic while attempting to platform. The speed was well above 200,000 rpms and never stabilized. Multiple attempts to troubleshoot were made, which included disconnecting and reconnecting the cables, rebooting the console, and checking the air pressure supply and cocktail drip. The problem continued so the rotapro was exchanged for another 1.25mm rotapro of the same lot. Again, erratic speed variations were observed, and the device was unable to stabilize during platforming. The fiber optic cables were unplugged, and the connection was switched to a downward connection, which refers to the lip facing down. Since that seemed to solve the problem, the rotapro was advanced to the lesion. During ablation, the speed again became erratic, but the physician decided to proceed while listening to auditory signals that revealed if the speed went up or down. The lesion was successfully ablated with this rotapro. A larger burr was then needed so the rotapro was exchanged for a 1.5mm rotapro. During device preparation, the coil just distal to the drive shaft became bent. As a result, the rotapro was exchanged for another 1.5mm rotapro. This rotapro performed as intended, and no erratic speeds were observed. The procedure was completed. No patient complications were reported, and the patient was stable.

Manufacturer narrative:
Age at time of event - (B)(6).

Event description:
It was reported that rotation speed was unstable. A 1.25mm rotapro and rotapro console were selected for use in a percutaneous coronary intervention of the right coronary artery. The 95% stenosed target lesion was highly calcified and located in highly tortuous anatomy. The procedure began with a 1.25mm rotapro, but prior to inserting the device into the body, the speed was erratic while attempting to platform. The speed was well above 200,000 rpms and never stabilized. Multiple attempts to troubleshoot were made, which included disconnecting and reconnecting the cables, rebooting the console, and checking the air pressure supply and cocktail drip. The problem continued so the rotapro was exchanged for another 1.25mm rotapro of the same lot. Again, erratic speed variations were observed, and the device was unable to stabilize during platforming. The fiber optic cables were unplugged, and the connection was switched to a downward connection, which refers to the lip facing down. Since that seemed to solve the problem, the rotapro was advanced to the lesion. During ablation, the speed again became erratic, but the physician decided to proceed while listening to auditory signals that revealed if the speed went up or down. The lesion was successfully ablated with this rotapro. A larger burr was then needed so the rotapro was exchanged for a 1.5mm rotapro. During device preparation, the coil just distal to the drive shaft became bent. As a result, the rotapro was exchanged for another 1.5mm rotapro. This rotapro performed as intended, and no erratic speeds were observed. The procedure was completed. No patient complications were reported, and the patient was stable.